Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no image due to faulty scope socket and failures of the video cable connectors. The reported issue was not confirmed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center endoscope interface contacts were deformed. The issue was found after a laparoscopic surgery. There was no delay. The patient was not under anesthesia. The procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the device evaluation found no image was displayed due to faulty video connector socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.